Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) patient's caregiver reported the patient has been feeling pain during the fill cycle for four consecutive nights. The patient's pd nurse instructed the caregiver to request for the cycler to be replaced to rule out the cycler being the root cause for the patient's pain. The patient followed-up with her doctor for the pain issue on an unknown date. A cat scan was ordered by the doctor. The results of the cat indicated a build-up of fluid on the right side of the patient's abdomen. The doctor recommended surgery however the patient declined the procedure and is continuing treatment with the cycler. The patient was given medication to assist with the pain. Medical records were requested but have not been received. This report is currently being investigated.

Manufacturer narrative:
An investigation is currently underway, as additional information is obtained a supplemental report will be issued. MDR 4 of 4: this medwatch report is associated with MFR numbers 2937457-2013-00503, 2937457-2013-00504, 2937457-2013-00505, 2937457-2013-00506.